Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of a 6.9 cm diameter abdominal aortic aneurysm. At the time of implant the vessels were reported to be tortuous and there was difficulty advancing the device to the intended positon. There was also some irregularity and a small aneurysm on the right side of the bifurcation. It was reported that the bifurcated stent graft was not implanted directly below the level of the renal arteries. Cuff placement was considered; however, there was not enough room to place the cuff, which would have landed in the flow divider and created an aorto-un-iliac. A CT of the abdomen and pelvis that was performed 5 months ago showed the stent graft was 2.5 cm below the level of the left renal artery with interval increase of the aneurysm size. No endoleak was noted. The pt was successfully treated with 3 aneurx aortic cuffs approximately 2 weeks ago and did fine. No add'l clinical sequelae were reported.

Manufacturer narrative:
.